Event description:
Customer called in a reported over-infusion of morphine. A 100 ml bag of morphine was hung by nurse at a rate of 3 ml/hour. Thirt three minutes later, the nurse states the bag of morphine was empty. Customer stated patient remained intubated an additional 24 hours due to the report of the morphine over-infusion. Patient is now stable and off of the ventilator.